Manufacturer narrative:
Continuation of d10: 459878 lead, implanted: (B)(6) 2018; 5076-45 lead, implanted: (B)(6) 2016; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was redness, swelling, purulent discharge and pus around the cardiac resynchronization therapy defibrillator (crt-d) pocket due to a suspected infection. It was noted that the device was implanted with an antibacterial absorbable envelope. The crt-d system was explanted. No further patient complications have been reported as a result of this event.